Manufacturer narrative:
Product event summary: analysis confirmed the reported stylus pen issue; there was a deviation between the stylus and the cursor on the screen due to the touchscreen overlay. Analysis also found software error in the programmer update history. The support plate of the hinges was broken. It was noted the company logo button was missing.

Event description:
It was reported there was no software available at all. It was also reported there was a problem with pen calibration. The programmer was returned for service. There was no patient involvement.